Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The complaint was confirmed. The microprocessor was found to be defective. After the defective microprocessor was removed and replaced with a new component, the device regained its functionality.

Event description:
A report was received that the patient was unable to charge his ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge his ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge his ipg. The patient will undergo an ipg replacement procedure.